Event description:
It was reported that the patient underwent lateral episiotomy in (B)(6) 2014 and suture was used following a dystocia. One week post-operatively, the surgeon noted the wound ruptured with sinus. The surgeon removed the suture, cleaned the incision and closed with suture. Culture of the secretion indicated no pathogen. The patient has been discharged.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a representative sample from the same lot number as the actual device was returned for evaluation. A visual inspection and knot pull test results of the sample met the specified quality requirements.